Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a possible detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. Upon deployment of the sensor wire the patient reported the sensor wire was hanging from the bottom of the applicator. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).